Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the accumulation of electrical load (stress) of repeated energization to the image sensor mounted in the image sensor unit including the electric parts mounted on the electrical circuit board, applied static electricity accidentally or the status of the electric connects became bad temporarily and it had a bad influence on the image signal output and it became unstable due the to overcurrent such as insertion or pulling while the system was on. It is presumed that clouding possibly occurred by being inserted the endoscope while the temperature of the objective lens was lower than the temperature inside the patient¿s body. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ of the operator's manual:. [Inspection of the endoscopic image]. Confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegations were not confirmed. The device evaluation found that the reported issue could not be reproduced. Additional issues were identified during the device evaluation: the bending section cover had a scratch; the adhesive on the bending section cover had a chip; and the bending section could not be fixed firmly due to wear of the forceps elevator lever. The investigation is ongoing; a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported on behalf of the customer that the endoeye flex deflectable videoscope presented with cloudiness and an abnormal color tone on the display. There were no reports of patient harm. During the evaluation of the device, it was noted that the image on the endoscope screen was fogging. This report is to capture the reportable malfunction of a fogging endoscope screen noted at estimation.